Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b30) and image noise. Based on the results of the investigation, it is likely the reported issue of no image and the b30 error occurred due to a data error in the scope identification. In regard to the noisy image, it is likely this issue occurred due to corrosion on scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope showed nothing on the screen. The issue was found during installation. There were no reports of patient involvement.